Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasonic gastrovideoscope forceps elevator was not working and the wire for the elevator was loose. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Additional information was added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event reported could not be identified. Olympus will continue to monitor field performance for this device.